Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported after injection with one syringe of juvéderm® ultra xc in the lips, the patient experienced ¿a vascular occlusion in the upper left lip.¿ on the day of the injection the patient was treated with 4ml hylenex, aspirin, and cialis. No other information was provided.